Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead exhibited undersensing, there were small r waves. The lead was repositioned several times, all with the same result of small r waves. The lead remains in use. No patient complications have been reported as a result of this event.